Event description:
During a retrospective review of complaints, it was found that the end user of this device reported that it was emitting a "moth ball odor" and that she experienced "burning eyes" as a result. No other information was provided regarding the complaint. The device was returned to devilbiss for evaluation. Devilbiss could not reproduce the end user's complaint. Upon further evaluation, it was noted that the device had 8905 hours of usage, the compressor was noisy when running, the sieve bed pressure measured high, and that the cup seals appeared worn, so devilbiss replaced the sieve beds and returned the device to the user.